Event description:
It was reported that when an asymptomatic patient presented in the ER after having felt a patient vibratory alert; post-paced t-wave oversensing was noted. The device was reprogrammed. Subsequent follow-up, noted another post-paced t-wave oversensing. Programming changes were recommended. The decision was not to make any changes.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.